Manufacturer narrative:
Qc was within specifications prior to the event. System check conducted in 02/2007, after the event, partially failed. Only the initial results of pt a and b were questioned by the customer. Based on available info, the customer was getting peristaltic pump errors. However, the actual event log was not provided by the customer and the provided pt results did not contain any flags or error codes. A field service engineer (fse) was dispatched to the customer's lab on the same day. The fse inspected the instrument and discovered split peri-pump tubing on the peri-pump which was replaced. The fse conducted system check and results passed within specifications. The fse verified the instrument per established procedures. Although hardware issue addressed by the fse may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two different pt samples that were generated by the acess 2 instrument. The initial accu tni results were: 12.68ng/ml and 12.06ng/ml for patient a and b respectively. The accu tni results were reported out of the lab. On the same day, the customer re-tested the original samples of pt a and b for accu tni. The repeated accu tnil results were: two results of 0.01ng/ml for patient a and a "normal result" for pt b. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected to this event.